Event description:
Report rec'd from clinical study follow-up that approximately 19 mos post implant the pt experienced permanent te; numbness and tingling of right arm and leg. CT scan confirmed insult in the right thalmic territory. Pt. Was on warfarin at time of the te event. The valve remains implanted.